Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2023-06049. It was reported that during a surgical procedure [related manufacturer report number: 1627487-2021-17549] on (B)(6) 2023, it was found that the patient's leads had migrated and they were not providing effective therapy. As a result, during the same surgical procedure on (B)(6) 2023, the patient's leads were explanted and replaced to address the issue.